Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee superficial femoral artery. A 5.00mm/2.0cm/90cm peripheral cutting balloon and a 1.5mmx20mmx143cm coyote es were selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured before reaching the nominal pressure. The procedure was completed with a different device. No patient complications were reported.